Manufacturer narrative:
The results of the investigation are not complete at the time of this report.

Event description:
The event is reported as: the customer alleges that a tear was noted on the product during a procedure while the pt was being administered anesthesia. The customer also states that the alleged defect resulted in a loss of anesthesia gases being administered. No intervention was required. No report of a pt injury.